Event description:
Complainant reports a leak from both ports immediately after placement.

Manufacturer narrative:
Per customer, there is no sample to return. Ross standard procedure includes attempting to obtain all required info from the source.